Event description:
It was reported that during a lar procedure, the firing trigger was stopped on the way of the seventh firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary. The analysis results found that the 6tb45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached on what caused the firing mechanism to fall, it is possible that the device was attempted to fire on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process. Firing mechanism.